Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump force sensor calibration reading measured below specifications. A review of the device history indicated one cs 145 call service alarm due to an occlusion related to a high force on the event date.

Event description:
The pump was returned for investigation. Investigation revealed a low force sensor calibration reading. This report is made based on results of investigation completed on (B)(4) 2014.